Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 45-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back injury, strain, scoliosis, osteoarthritis, degenerative joint disease, kyphosis, muscle cramps aggravated, arthritis, depression, degenerative disc disease, cesarean section (1994,1995), major depression, lumbago, gastric bypass, gastroenterostomy, dvt, esophagogastroduodenoscopy, bariatric surgery, spinal pain, hemorrhoids, constipation, knee pain, spinal laminectomy ((B)(6) 2006), bariatric surgery ((B)(6) 2006), patellofemoral pain syndrome, breast cancer, breast calcifications, wound dehiscence (B)(6) 2007), knee fracture, nausea, increased appetite, suture removal, accident (patient involved in an car accident on (B)(6) 2012.) And abdominoplasty. Previously administered products included for an unreported indication: tylenol, wellbutrin, blood pressure medication, celebrex and correctol. Concurrent conditions included back pain, hypertension, asthma, alcohol use, morbid obesity, shoulder pain, anxiety, nervousness, fatigue, weight loss, poor sleep, stress, memory impaired, upper respiratory infection, shortness of breath, dermatitis, spider vein, hair loss, mood disorder, trichotillomania, sore throat, pharyngitis, keloid, cicatrix skin, post concussion syndrome, headache, disturbance in attention, bipolar disorder, dysthymic disorder, environmental allergy, fever, congestion nasal, ear discomfort, wheezing, diaphoresis, neck stiffness, myalgia, psychotherapy, cough, chest tightness, itchy rash, wound, excoriation, insect bite nos, bronchitis, cataract, acne, psoriasis, adhd, fibromyalgia, abscess, skin lesion, skin infection, urinary tract infection, impetigo, dry skin, pruritus, nickel sensitivity, biopsy endometrium, painful periods, menorrhagia, fibrosis, leiomyoma nos, radiculopathy, claustrophobia, anemia, diarrhea, arthralgia, joint swelling, dizziness and weakness. Family history included fatigue (husband), ear pain (husband), congestion nasal (husband), sore throat (husband), sinus pressure (husband), shortness of breath (husband) and wheezing (husband). Concomitant products included alprazolam (xanax), cefalexin (cephalexin), cefalexin (keflex), clindamycin, clobetasol, cyanocobalamin-tannin complex (b12), duloxetine hydrochloride (cymbalta), methylprednisolone (medrol), procaterol hydrochloride (pro-air), triamcinolone and triamcinolone acetonide (kenalog). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("fatigue"), anxiety ("aniexty"), depression ("depression") and anaemia ("anemic"). In 2012, the patient experienced hypersensitivity ("allergic reactions"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, 7 years 11 months after insertion of essure (ess205), the patient experienced rash ("rashes over entire body"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headache"), back pain ("low back pain"), pain in extremity ("thigh pain") and hypoaesthesia ("numbness thigh"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and pain ("sores"). The patient was treated with oxycocet (percocet) and surgery (in (B)(6) 2015 underwent an hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, hypersensitivity, abdominal pain lower, dyspareunia, fatigue, headache, allergy to metals, back pain, hypoaesthesia, anxiety, depression, anaemia and pain outcome was unknown, the migraine, alopecia, urinary tract infection, vaginal haemorrhage, menorrhagia and pain in extremity was resolving and the rash had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, pain, pain in extremity, pelvic pain, rash, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she does have nickel products in her abdomen for birth control. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: tubal occlusion is verified on (B)(6) 2007,hysterosalpingogram showed presence of the right and left essure implants, cervix and vagina were prepared in the usual way, injected contrast demonstrated normal appearing uterine cavity. No flow of contrast was observed beyond the uterine cornua. I impression- tubal occlusion is verified. (B)(6) 2006,low cervical spine:findings were thoracic spine: very minimal dorsal dextroscoliosis was seen. Vertebral body height, alignment, and interspacing were otherwise normal. No additional findings were seen. Impression- negative thoracic spine. Pedicle screw fixation from til.-ll. With old anterior compression of til. The right lower extremity is 6 mm longer than the left with the right hip measuring 8mm higher than the left. Patient presenting with reported memory problems that seems to have a score relatively lower end on moca test. Surgical pathology report-CT of the thoracic and lumbar spine, clinical history- status post fusion. Findings- there is thoracolumbar fusion. Long segment fusion from t5 through l2 is seen on the right and thoracic fusion from t5 through t10 is seen on the left. There is mild scoliosis and thoracolumbar kyphosis. The right side t6 screw appears slightly medial breaching the cortex of the pedicle. The right-sided screws at the n, t8, t10 appears slightly medial in position in relation to the pedicle. Also the right l2 screw appears to be breaching the medial cortex of the pedicle. The previous lesion seen left-sided thoracolumbar hardware has been removed. The spinal canal appears without significant stenosis. There is osseous fusion from the thoracolumbar junction to the level of the l3 in the lumbar spine. Impression- multilevel fusion and medial fusion as described. Concerning the injuries reported in this case,the following events were confirmed in patient's medical records:pelvic pain,alopecia,hypersensitivity,genital haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporter, essure lot number, events (urinary tract infection; rashes or skin conditions, fatigue, dyspareunia (painful sexual intercourse), headaches, nickel allergy, abnormal bleeding (vaginal, menorrhagia), anemic, depression, thigh pain, numbness in thigh, lower back pain) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 45-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back injury, strain, scoliosis, osteoarthritis, degenerative joint disease, kyphosis, muscle cramps aggravated, arthritis, depression, degenerative disc disease, cesarean section (1994,1995), major depression, lumbago, gastric bypass, gastroenterostomy, dvt, esophagogastroduodenoscopy, bariatric surgery, spinal pain, hemorrhoids, constipation, knee pain, spinal laminectomy (B)(6) 2006), bariatric surgery (B)(6) 2006), patellofemoral pain syndrome, breast cancer, breast calcifications, wound dehiscence (B)(6) 2007), knee fracture, nausea, increased appetite, suture removal, accident (patient involved in an car accident on (B)(6) 2012.), abdominoplasty, obsessive-compulsive disorder and neck pain (had back surgery (B)(6) 2005, (B)(6) 2006). Previously administered products included for an unreported indication: tylenol, wellbutrin, blood pressure medication, celebrex and correctol. Concurrent conditions included back pain, hypertension (uncontrolled high blood pressure), asthma, alcohol use, morbid obesity, shoulder pain, anxiety, nervousness, fatigue, weight loss, poor sleep, stress, memory impaired, upper respiratory infection, shortness of breath, dermatitis, spider vein, hair loss, mood disorder, trichotillomania, sore throat (medrol dosepak for sore throat (B)(6) 2009.), pharyngitis, keloid, cicatrix skin, post concussion syndrome, headache, disturbance in attention, bipolar disorder, dysthymic disorder, environmental allergy, fever, congestion nasal, ear discomfort, wheezing, diaphoresis, neck stiffness, myalgia, psychotherapy, cough, chest tightness, itchy rash, wound, excoriation, insect bite nos, bronchitis, cataract, acne, psoriasis, adhd, fibromyalgia, abscess, skin lesion, skin infection, urinary tract infection, impetigo, dry skin, pruritus, nickel sensitivity, biopsy endometrium, painful periods, menorrhagia, fibrosis, leiomyoma nos, radiculopathy, claustrophobia, anemia, diarrhea, arthralgia, joint swelling, dizziness, weakness, knee pain (in (B)(6) 2007, xercises), gastroesophageal reflux (over the counter ppi. Consultation with gastroenterology), sore throat and morbid obesity (B)(6) 2006 - (B)(6) 2006. Had weight loss surgery.). Family history included fatigue (husband), ear pain (husband), congestion nasal (husband), sore throat (husband), sinus pressure (husband), shortness of breath (husband) and wheezing (husband). Concomitant products included ibuprofen and oxycocet (percocet) for joint injury, sumatriptan (imitrex) for migraine and headache, triamcinolone for rash and nickel sensitivity, methylprednisolone (medrol) for rash, upper respiratory infection, sore throat and nickel sensitivity, seretide (advair) for upper respiratory infection, cefalexin (cephalexin) for urinary tract infection as well as alprazolam (xanax), alprazolam since (B)(6) 2013, amfetamine sulfate (amphetamine salts) since (B)(6) 2013, aripiprazole (abilify) since may 2017, buspirone since (B)(6) 2016, carisoprodol from (B)(6) 2010 to (B)(6) 2013, cefalexin (keflex), clindamycin, clobetasol, colecalciferol (vitamin d) since (B)(6) 2013, cyanocobalamin-tannin complex (b12), duloxetine hydrochloride (cymbalta), fluticasone since (B)(6) 2017, oxycocet (acetaminophen w/oxycodone) since (B)(6) 2013, procaterol hydrochloride (pro-air), sertraline from (B)(6) 2010 to (B)(6) 2013, sumatriptan from (B)(6) 2009 to (B)(6) 2013, trazodone since (B)(6) 2010 and triamcinolone acetonide (kenalog). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") and anaemia ("anemic"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic reactions"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, 7 years 11 months after insertion of essure (ess205), the patient experienced rash ("rashes over entire body /allergic or hypersensitivity reaction type: rashes over entire body"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headache"), back pain ("low back pain /mid low back pain"), pain in extremity ("thigh pain /pain in inner thighs"), hypoaesthesia ("numbness thigh /numbness") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In 2015, the patient experienced abdominal pain lower ("cramping"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and pain ("sores"). The patient was treated with oxycocet (percocet), tetracycline, fluconazole (diflucan), bactrim [sulfamethoxazole,trimethoprim], folic acid, iron, ketorolac tromethamine (toradol), propranolol (inderal) and surgery (in (B)(6) 2015 underwent an hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, hypersensitivity, abdominal pain lower, dyspareunia, fatigue, headache, allergy to metals, back pain, hypoaesthesia, anxiety, depression, anaemia, pain and abdominal pain outcome was unknown, the migraine, alopecia, urinary tract infection, vaginal haemorrhage, menorrhagia and pain in extremity was resolving and the rash had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, pain, pain in extremity, pelvic pain, rash, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she does have nickel products in her abdomen for birth control. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: tubal occlusion is verified. On (B)(6) 2007,hysterosalpingogram showed presence of the right and left essure implants, cervix and vagina were prepared in the usual way, injected contrast demonstrated normal appearing uterine cavity. No flow of contrast was observed beyond the uterine cornua.impression- tubal occlusion is verified. (B)(6) 2006,low cervical spine:findings were thoracic spine: very minimal dorsal dextroscoliosis was seen. Vertebral body height, alignment, and interspacing were otherwise normal. No additional findings were seen.impression- negative thoracic spine. Pedicle screw fixation from til.-ll. With old anterior compression of til. The right lower extremity is 6 mm longer than the left with the right hip measuring 8mm higher than the left. Patient presenting with reported memory problems that seems to have a score relatively lower end on moca test. Surgical pathology report-CT of the thoracic and lumbar spine, clinical history- status post fusion.findings- there is thoracolumbar fusion. Long segment fusion from t5 through l2 is seen on the right and thoracic fusion from t5 through t10 is seen on the left. There is mild scoliosis and thoracolumbar kyphosis. The right side t6 screw appears slightly medial breaching the cortex of the pedicle. The right-sided screws at the n, t8, t10 appears slightly medial in position in relation to the pedicle. Also the right l2 screw appears to be breaching the medial cortex of the pedicle. The previous lesion seen left-sided thoracolumbar hardware has been removed. The spinal canal appears without significant stenosis. There is osseous fusion from the thoracolumbar junction to the level of the l3 in the lumbar spine. Impression- multilevel fusion and medial fusion as described. Patient took topical steroids and scalp injections for hair loss. It was reported that, acneiform type dermatitis. Dosepak was administered for upper respiratory infection. Chiropractic treatment for mid low back pain (B)(6) 2008). Patient have back lesions (B)(6) 2011 - (B)(6) 2011). Hemorrhoid with thrombosis, prescribed proctofoam-hc (B)(6) 2006 - (B)(6) 2006). Left wrist injury for anti-inflammatory medication, percocet and ibuprofen (B)(6) 2010 - (B)(6) 2010). Depression, psychotherapy, (B)(6) 2013 - (B)(6) 2017). Concerning the injuries reported in this case,the following events were confirmed in patient's medical records:pelvic pain,alopecia,hypersensitivity,genital haemorrhage. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received. Patient¿s historical condition, concomitant disease, concomitant drugs, treatment drugs and unstructured relevant tests were added. Abdominal pain was added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back injury, myofascial pain syndrome, scoliosis, osteoarthritis, degenerative joint disease, kyphosis, muscle cramps aggravated, arthritis, depression, degenerative disc disease, cesarean section (1994,1995), major depression, lumbago, gastric bypass, gastroenterostomy, dvt, esophagogastroduodenoscopy, abdominal operation, pain in spine, hemorrhoids, constipation, knee pain, spinal laminectomy ((B)(6) 2006), bariatric surgery ((B)(6) 2006), patellofemoral pain syndrome, breast cancer, breast calcifications, wound dehiscence ((B)(6) 2007), fracture bone, nausea, appetite disorder, suture removal, accident (patient involved in an car accident on (B)(6) 2012.) And abdominoplasty. Previously administered products included for an unreported indication: tylenol, wellbutrin, blood pressure medication, celebrex and correctol. Concurrent conditions included back pain, hypertension, asthma, alcohol use, morbid obesity, shoulder pain, anxiety, nervousness, fatigue, weight loss, sleep problem, stress, memory impaired, upper respiratory infection, shortness of breath, dermatitis, spider vein, hair loss, mood disorder, trichotillomania, sore throat, pharyngitis, keloid, cicatrix skin, post concussion syndrome, headache, disturbance in attention, bipolar disorder, dysthymic disorder, environmental allergy, fever, congestion nasal, ear discomfort, wheezing, diaphoresis, neck stiffness, myalgia, psychotherapy, cough, chest tightness, itchy rash, wound, excoriation, insect bite nos, bronchitis, cataract, acne, psoriasis, adhd, fibromyalgia, abscess, skin lesion, skin infection, urinary tract infection, impetigo, dry skin, pruritus, nickel sensitivity, biopsy endometrium, painful periods, menorrhagia, fibrosis, leiomyoma nos, radiculopathy, claustrophobia, anemia, diarrhea, arthralgia, joint swelling, dizziness and weakness. Family history included fatigue (husband), ear pain (husband), congestion nasal (husband), sore throat (husband), sinus pressure (husband), shortness of breath (husband) and wheezing (husband). Concomitant products included alprazolam (xanax), cefalexin (cephalexin), cefalexin (keflex), clindamycin, clobetasol, cyanocobalamin-tannin complex (b12), duloxetine hydrochloride (cymbalta), methylprednisolone (medrol), procaterol hydrochloride (pro-air), triamcinolone and triamcinolone acetonide (kenalog). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal pain lower ("cramping"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with oxycocet (percocet) and surgery (in (B)(6) 2015 underwent an hysterectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, hypersensitivity, abdominal pain lower, migraine and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, hypersensitivity, migraine, pelvic pain and uterine haemorrhage to be related to essure (ess205). The reporter commented: she does have nickel products in her abdomen for birth control. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: tubal occlusion is verified on (B)(6) 2007,hysterosalpingogram showed presence of the right and left essure implants, cervix and vagina were prepared in the usual way, injected contrast demonstrated normal appearing uterine cavity. No flow of contrast was observed beyond the uterine cornua.impression- tubal occlusion is verified. (B)(6) 2006,low cervical spine:findings were thoracic spine: very minimal dorsal dextroscoliosis was seen. Vertebral body height, alignment, and interspacing were otherwise normal. No additional findings were seen.impression- negative thoracic spine. Pedicle screw fixation from til.-ll. With old anterior compression of til. The right lower extremity is 6 mm longer than the left with the right hip measuring 8mm higher than the left. Patient presenting with reported memory problems that seems to have a score relatively lower end on moca test. Surgical pathology report-CT of the thoracic and lumbar spine, clinical history- status post fusion.findings- there is thoracolumbar fusion. Long segment fusion from t5 through l2 is seen on the right and thoracic fusion from t5 through t10 is seen on the left. There is mild scoliosis and thoracolumbar kyphosis. The right side t6 screw appears slightly medial breaching the cortex of the pedicle. The right-sided screws at the n, t8, t10 appears slightly medial in position in relation to the pedicle. Also the right l2 screw appears to be breaching the medial cortex of the pedicle. The previous lesion seen left-sided thoracolumbar hardware has been removed. The spinal canal appears without significant stenosis. There is osseous fusion from the thoracolumbar junction to the level of the l3 in the lumbar spine. Impression- multilevel fusion and medial fusion as described. Concerning the injuries reported in this case,the following events were confirmed in patient's medical records:pelvic pain,alopecia,hypersensitivity,genital haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received.events extracted per mr are abnormal uterine bleeding.concomitant drugs,concomitant diseases,historical condition,historical drug added,lab test added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and excessive abnormal bleeding (seen as genital bleeding). A hysterectomy was performed around eight years after placement. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, the events occurred after insertion. Given events' nature and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who received essure (ess205) for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal pain ("cramping"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (in (B)(6) 2015 underwent an hysterectomy). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, abdominal pain, migraine and alopecia outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, hypersensitivity, abdominal pain, migraine and alopecia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2007: hysterosalpingogram result was properly placed, both fallop. Tubes fully occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and excessive abnormal bleeding (seen as genital bleeding). A hysterectomy was performed around eight years after placement. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, the events occurred after insertion. Given events' nature and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.